Event description:
Procedure performed: laparoscopic appendectomy, ovarian cyst, and cholecystectomy. Description: the rep was not present during the event. During the appendectomy section of the case, the surgical staff attempted to use the device to seal tissue but the device had no tissue effect. The seal and end tones were audible, but no energy was delivered from the device. There were no error messages or error tones noted during use of the device. This occurred from the first use of the device. The surgical staff attempted to use the device multiple times, but while the seal tones would be heard, the device continued to have no tissue effect. The device was being used on mesoappendix tissue. The surgical staff removed the complaint product and opened up a new one to complete the case. The new device worked with no complaints. No patient injury. Product is available for return. Intervention: used new device to complete case. Patient status: no patient injury.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience of insufficient hemostasis could not be replicated, as the event unit met current specifications. Applied medical is unable to determine the exact root cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic appendectomy, ovarian cyst, and cholecystectomy. Description: the rep was not present during the event. During the appendectomy section of the case, the surgical staff attempted to use the device to seal tissue but the device had no tissue effect. The seal and end tones were audible, but no energy was delivered from the device. There were no error messages or error tones noted during use of the device. This occurred from the first use of the device. The surgical staff attempted to use the device multiple times, but while the seal tones would be heard, the device continued to have no tissue effect. The device was being used on mesoappendix tissue. The surgical staff removed the complaint product and opened up a new one to complete the case. The new device worked with no complaints. No patient injury. Patient status: no patient injury.